Event description:
It was reported that review of a scheduled transmission noted an isolated ventricular event which showed oversensed noise on the right ventricular (rv) and atrial channels. The noise was suspected to be external in origin. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.